Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-402; lot# tdovd, triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# u3hdb, triathlon asym patella a32x10; cat# 5551-l-320; lot# ley899. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient underwent irrigation and debridement with liner exchange for treatment of infection ((B)(6) 2016). Reported as cors per (B)(4). Subject continued to drain and display signs of infection, so underwent 1st stage of a 1 stage exchange procedure: all components placed on (B)(6) 2016 were removed as well as the pe liner placed (B)(6) 2016.